Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the  patient reported they are having trouble finding excellent connection when trying to recharge the implant. Patient stated they are regularly seeing good on the screen but they are not getting a hint of excellent for maybe the last 2 weeks. Patient mentioned they have tried lining up the recharger antenna with the implant but that did not resolve the issue. Patient stated they got a better connection if the recharger was slightly off center from the ins and could sometimes get excellent but now can only get good. Patient confirmed the stimulator battery does feel slightly tilted. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent reviewed the resources available to hcps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.